Event description:
It was reported that this left ventricular (lv) lead had high out of range pacing impedances greater than 3000 ohms, where the physician has been aware of this this awhile. There was an inquiry on why there were lv paced events when the device was programmed to right ventricular pacing only, and why there was an lv egm. Technical services discussed that this was normal function, as the early right-sided activity was causing biv trigger to occur regardless of pacing chamber setting. Discussed that the lv egm is always on the presenting, and lv sensing was on right now. Plan was to discuss features to turn off biv trigger and lv sensing if desired. The lead remains in-service. No adverse patient effects were reported.